Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had been having issues with the insulin pump getting no delivery alarms. They had tried changing the set and site. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The alarm did not occur during the manual prime process. The customer¿s mother reported that the event was resolved by changing the reservoir. They did not have the product in question to return. The product will not be returned for analysis.